Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following sets of results within 5 minutes on the aviva system: 1. 87 mg/dl and 174 mg/dl 2. 110 mg/dl and 256 mg/dl 3. 102 mg/dl and 212 mg/dl sets of results were taken at different times. Customer was using 2 different strip vials at the time of the comparisons and was unsure which vial was used for each result. Further, customer was unable to provide the lot number of the second vial, and all of those strips were used and not able to be returned. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.